Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device as the jaws would not open completely. The inability of the clip to properly load caused the rotation tab to bend out of place. Another attempt was made and the next clip didn't load properly. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw had slightly bent jaw legs which could prevent the jaws from opening completely. The bent jaw legs and the broken internal ratchet ears could both prevent clips from properly loading into the jaws. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the other remarks: end user. The reported complaint of "jaw is not opened and is not moving" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears and the jaw legs of the bottom jaw were bent which could both affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, the clips were unable to properly load as the jaws would not open completely. The bent jaw legs could prevent the jaws from opening completely. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the jaw is not opened and is not moving. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw is not opened and is not moving. There was no reported patient injury.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product auto endo5 ml lot # 73k1600115 was manufactured on 10/10/2016 a total of (B)(4) pieces. Lot was released on 10/12/2016. DHR investigation did not show issues related to complaint. Revision of (B)(4) rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the jaw is not opened and is not moving. There was no reported patient injury.